Manufacturer narrative:
(B)(4). Device was used for treatment, not diagnosis. (B)(4).

Event description:
It was reported that for the fms duo pump, chamber not filling up, pump occasionally stops, its inconsistent, sometimes needs to be turned off/ on to work. During knee arthroscopy case, no delay, no injury.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: the device was sent to the service center for evaluation. The defect reported by the customer has been verified and repaired. Per service manual operational and diagnostic analysis confirmed reported issue (chamber not filling up). Replaced worn fingers on complete pressure adjusters with tip replacement which is the root cause for the reported issue, also replaced damaged chamber holder. The repair and testing of the unit was completed per the service manual, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The serial number for the product is not manufactured in kimball. A review of lot/batch history for each legacy fms product complaint received by mitek is not recommended since legacy manufacturing no longer exists, and it is no longer possible to make process corrections or corrective actions. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
Additional information received on 28november2018: the issue was detected pre-operatively. The pump would occasionally stop. There was no surgical delay. The procedure was completed with an alternate pump that was readily available. There was no impact to the patient.